Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient's pump had gone empty for a while and the patient had not been compliant. It was believed that the pump went empty at the beginning of (B)(6) 2019. They filled the pump with saline and the manufacturer representative believed they updated the pump to minimum rate, however the pump was still alarming. To the manufacturer representative's knowledge, the pump was filled with saline after it was empty. The hcp wanted to shut off the pump on (B)(6) 2019. Consent was provided for pump off on (B)(6) 2019. The patient also no-showed for the (B)(6) 2019 appointment. There were no further complications reported at this time.